Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with an unspecified mentor gel breast implant and experienced rupture (side unknown) post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2021. On (B)(6) 2021, two devices were received for evaluation. Both devices were damaged. As a result, both devices will be conservatively reported. This report is for the second of two devices.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel implant 700cc breast implant had an area of siltex cracking on the anterior view. In addition, a tear was noted within the siltex cracking measuring approximately 9.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Since no lot number was provided, no manufacturing record evaluation review could be performed. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).